Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic total gastrectomy procedure. For the first firing, the surgeon clamped the tissue, however, a crack sound was heard. Then the surgeon fired the device, however, the stapling was incomplete the entire length of the staple line with u-formed. There was no tissue damage. They replaced the handle, restapled over the original staple line with no problem. There was no patient harm. No reinforcement material was used.